Manufacturer narrative:
Batch review performed on (B)(6) 2019: lot 1820210: 60 items manufactured and released on 13-apr-2018. Expiration date: 2023-03-25. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any similar reported event. Patient match planning review performed by myspine department as per your request, we analyzed each step of the myspine process. Images qc: the images we received were subjected to quality control, the result of which was positive. Reconstruction: the reconstruction is precise and correct, all areas were clearly identifiable. The surgeon validated our first planning proposal. The screws were planned in order to guarantee the safety distance between the tips of the screws and the cortical bone. In this case the "cortical gap" is 5mm. L04 guide -> the guide was designed according to the trajectory of the screws in the planning validated (rev.0). Conclusions our analysis of the myspine process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Revision surgery performed 2 days after the primary due to pain due to radiculopathy. The surgeon revised the 40mm pedicle screw at l4, with a 35mm pedicle screw and the surgery was completed successfully.